Manufacturer narrative:
Literature reference: doi: 10.1016/j.jacc.2017.09.1045. If information is provided in the future, a supplemental report will be issued.

Event description:
Amongst a cohort of 1,125 patients identified to receive stenting for unprotected left main coronary artery disease, 265 were treated with resolute zotarolimus-eluting stents. The primary endpoint was a target vessel failure (tvf) defined as a composite of cardiac death, target vessel myocardial infarction (mi) or clinically indicated target vessel revascularisation (tvr). At three years, adverse events experienced included death, mi, stent thrombosis and tvr.